Event description:
It was reported that the pump battery was depleting too quickly, causing a shutdown. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to a backup insulin pump for insulin therapy.